Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer reported to have evaluated the suspect device but at this time is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit does not power up. The carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the unit does power up and either displays a ventilator inoperable alarm or goes to a black screen. The fsr determined the most likely cause of the reported event is a main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The field service representative (fsr) received the replacement part. The fsr replaced the power supply assembly and the issue was resolved. The fsr reported the ventilator is working according to service specifications.